Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch: (B)(6) line ruptured during routine line flush. No other info provided.